Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure, when assembling the cup and liner, they failed to engage. Upon checking the cup interior, the ring was found deformed. The ring was removed and a different ring fitted into the cup. The same liner and cup then assembled as normal and were implanted. It is unknown if the cup and ring were checked for deformity prior to use. There was about a 10-15 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.